Event description:
Customer reported device = 113 mg/dl. Customer took normal morning medication at about 8:30 am, however did not take evening ones. At 3 pm, customer's family member took pt to the hosp. Hosp device = 30 mg/dl. Customer was given orange juice and a pill. No controls were used. A request was made for return product and replacement product was sent.